Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys hcg + beta test system results for three samples from a cobas 6000 e 601 module. Sample 1 initial result from the primary sample tube was 41.44 miu/ml. The repeat result from an abbott analyzer was < 1.2 miu/ml. Sample 2 initial results were 17.22 miu/ml and 22.48 miu/ml. The repeat result from an abbott analyzer was < 1.2 miu/ml. Sample 3 initial result was 19.98 miu/ml and the repeat result from an abbott analyzer was < 1.2 miu/ml. On (B)(6) 2018, the results from aliquots of the samples tested on the cobas 6000 e 601 module by the field service representative were <0.100 miu/ml with a data flag. The customer believed the results of <0.100 miu/ml with a data flag as the patients were not pregnant. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 284292. The expiration date was provided as "02/2019". The calibration and quality control results were acceptable.

Manufacturer narrative:
The customer was not using the recommended rack adapters for 13mm tubes. The field service engineer completed targeted maintenance including replacing the pinch valve tubing and decontaminating the fluid path. Based on the qc data, a general reagent issue can be excluded. Investigations determined the issue to be resolved by the service actions.